Manufacturer narrative:
Internal complaint number: complaint- (B)(4).

Event description:
A health care professional (hcp) reported the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The hcp also reported that the patient felt increased pain. The physician believed there was a kink in the catheter that caused the volume issue and subsequently programmed a drug bolus. The patient reportedly felt relief from the bolus. The daily dosage was increased.